Manufacturer narrative:
(B)(4). Date of event: publication year unk. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: therapy of zenker's diverticulum with flexible endoscopy versus a rigid endoscopic approach: a matched cohort study. Authors: praneet k. Wander; nitin kumar; christopher c. Thompson. Citation: not reported. To compare postoperative outcomes after the flexible endoscopic versus rigid endoscopic approach for the treatment of zenker's diverticulum. Eighteen 18 consecutive patients underwent flexible endoscopic repair of zenker's diverticulum. These were matched with 36 patients undergoing the rigid endoscopic approach. In the rigid endoscopic approach, 13 procedures were performed using stapling, 9 with harmonic scalpel (ethicon), and 14 with co2 laser. Complications were noted in rigid endoscopic approach (n=?); severe complications were also noted such as perforation (n=?); vocal cord paralysis (n=?); esophageal occlusion (n=?); leak (n=?). In conclusion, flexible endoscopic treatment of symptomatic zenker's diverticulum appears to be safe and effective in this matched cohort study, with symptom recurrence and repeat intervention significantly less than that of the rigid endoscopic approach.